Manufacturer narrative:
Revision occurred after 7 weeks due to infection at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 weeks after the prior revision, which occurred on (B)(6) 2024. The primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to infection. 40 mm centered glenosphere, and 40 mm + 9 humeral stability cup explanted. These parts were replaced with a 40 mm centered glenosphere, 40 mm + 9 humeral stability cup, and 9 mm spacer.